Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; d9; d10; g3; h2; h3; h4; h6; h11. D10: medical product: left size g cemented option femoral component: catalog#00599401791, lot#ni; distal femoral augment block precoat size g 10 mm : catalog#00599003720, lot#77001831, qty#2; stemmed tibial component precoat size 6: catalog#00598004702, lot#62193282; long 16mm diameter 155mm length straight stem extension: catalog#00598801116, lot#61113399; 10mm height size g with locking screw striped green articular surface: catalog#00599404210, lot#ni; all poly petella standard cemented size 38 mm diameter 9.5 mm thickness: catalog#00597206538, lot#ni; posterior femoral augment block precoat size g 5 mm: catalog#00599003701, lot#ni; posterior femoral augment block precoat size g 10 mm: catalog#00599003702, lot#ni visual examination of the returned product showed signs of use (scratches, dings) and confirming device is fractured, all pieces returned. Further analysis reveals fatigue striations in an undamaged region, which suggest the fatigue mode of failure. Reported event was confirmed by complaint sample evaluation. Device history record was reviewed and no discrepancies related to the reported event were found. Regarding the device fracture, root cause was unable to be determined. Regarding the reported infection, investigation results concluded that the reported event is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unknown femoral component size g: catalog#ni, lot#ni; unknown distal augment 10mm: catalog#ni, lot#ni, qty#2; unknown tibial component size 6: catalog#ni, lot#ni; unknown tibial stem 100 11: catalog#ni, lot#ni; unknown articular surface 10: catalog#ni, lot#ni. G2: foreign: germany. H6: proposed component code: mechanical (g04) - stem. Diligence is in progress to determine whether the device is available for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately twelve (12) years and eight (8) months post-implantation, the patient presented with infection and revision surgery was planned. During the revision surgery, the femoral stem was found to be fractured. There was a two hour extension to the surgery to remove the fractured component. Spacers were implanted to treat the infection. Due diligence is in progress for this event; to date no additional information has been provided.